Event description:
This patient experienced a thrombotic event approximately three weeks after having a cypher stent placed in the distal right coronary artery (rca). This was treated with re-intervention and additional stent placement. This patient was admitted to the hospital with a chief complaint of chest pain and was ruled in for acute mi. The patient was taken emergently to the cardiac cath lab, where angiography revealed a de novo, 100% occluded, mildly calcified lesion in the distal rca. A bolus of heparin was administered via IV. Gp 2b/3a inhibitors were not administered during the procedure. There were no difficulties in accessing or wiring the vessel noted. The rca lesion was predilated. A 3.0 x 18 mm cypher stent was deployed to the lesion site with satisfactory results. The stent was not post-dilated. Residual stenosis was reported to be 0%. A loading dose of plavix 300mg po was administered in the cath lab. The patient was discharged on aspirin, beta-blockers, statins, ace-inhibitors, and plavix. Approximately three weeks later, the patient returned to the hospital due to chest pain and was ruled in for an acute mi by elevated cardiac enzymes. Repeat angiography demonstrated a thrombosis of the previously placed cypher stent in the distal rca. This was treated with balloon inflations and the placement of an additional bare metal stent.